Event description:
Complaint coordinator reports one incident of blood leak at the arterial header of the psn 140 dialyzer. Incident occurred at the start of treatment and was noted visually in the dialysate and by the blood leak alarm. Treatment was stopped and blood was not returned to the pt with an estimated blood loss of 80 ml. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention to report per complaint coordinator.